Event description:
It was reported that the customer was hospitalized due to an issue that was not related to the insulin pump. The customer did not know the blood glucose reading. He stated that he went to the hospital for other health reasons, but it had nothing to do with his blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.